Event description:
Customer reports to have high blood glucose of 600 mg/dl, which was treated with manual injection. Customer also reports that normal blood glucose for her is low at about 43 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was found that drive support cap was damaged. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.